Event description:
It was reported that when using the bd pyxis¿ medbank tower a nurse attempted to request oxycodone; however, the dosage displayed at the cabinet does not match the profiled medication. The medication was profiled as oxycodone 5 mg, but the cabinet displayed oxycodone 10 mg when requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device involved in the incident, it was found that no medication equivalents were present in myqlink (mql) for either item. However, equivalents were present on the cabinet in a reverse configuration (5mg mapped as equivalent to two 10mg doses). A technical support specialist (tss) noted that the outbox showed some deletion activity, but it could not be confirmed whether those deletions failed or were successful, as the records were similar. These incorrect records were removed from the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a nurse attempted to request oxycodone; however, the dosage displayed at the cabinet does not match the profiled medication. The medication was profiled as oxycodone 5 mg, but the cabinet displayed oxycodone 10 mg when requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.